Manufacturer narrative:
A0902: cu screen flickering a1102, a13: error 0021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Further troubleshooting was performed. The cc received the new cu, but after installing it the issue of "intermittent error code 0021" still occurred. The cc also reported having issues connecting the robotic guidance system to the navigation system. Initial navigation system ip address in service mode was 192.168.1.60, and initial robotic guidance ip address was 192.168.1.20. The cc entered the navigation system's ip address in the navigation system field in the robotic guidance system service tool and clicked "connect," but received a "connection failed" error message. After updating firmware and rebooting the robotic guidance system, the cc was able to establish connection between the robotic guidance system and navigation system. The cc proceeded to write new ip addresses. Initially, he defined one address for the navigation system he was trying to connect to: 10.2.132.80. This had the effect of changing the robotic guidance system and navigation system ip addresses on page 1 of service mode to 10.2.132.20 and 10.2.132.80, respectively. But the error 0021 still persisted. Technical services (ts) had the cc define 5 ip addresses in the 'stealthstation ips' section of the service tool; the issue persisted, even after reboot. The cc ensured all cables were pro perly seated. Ts suggested a possible faulty network cable, but the cc reportedly had already tried using a known, working ethernet cable, and the issue persisted. Neither replacing the cable nor the cu worked. Ts recommended replacing strain relief box (srb), power network unit (pnu), pnu cable, and network cable.

Manufacturer narrative:
G02002: autoguide power unit h2, b5: event details have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, correction: previously reported concomitant products are no longer relevant to the complaint: (B)(4). H3: a medtronic representative went to the site to test the equipment. Testing revealed that the strain relief box was replaced. The navigation system then passed the system checkout and was found to be fully functional. The strain relief box (product: 29193, lot: 0180) was returned to the manufacturer for analysis. The when connected to a known-functioning system, the automated trajectory guidance unit powered up with a 0045 fault. This indicates improper communication between the targeting unit and control unit, usually a cable issue. The reported fault of 0021 indicates a cabling fault on the communication line to the control unit. Replacing the strain relief box with a known-functioning one, the automated trajectory guidance unit returned to normal function. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Fdm b01, fdr c02, and fdc d02 are applicable to the strain relief box hardware analysis. Img code updated to g04125 to reflect concomitant product 29193, lot: 0180. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when setting up a new robotic guidance system, the error 0021 would intermittently appear. Troubleshooting was performed. The local representative cc) reseated all cable connections, with no effect. The cc confirmed that there was no physical damage to the cables. Rebooting the system had no effect. It was noted that the probable cause of the issue was the control unit (cu) cable. There was no patient involvement. Additional information was received. It was reported that after replacing the cu cable, the error was still populating. It was confirmed that all cables were seated well. The cc also noticed that the screen on the cu was flickering.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 29366, unknown product ID: 28080, serial/lot #: -, ubd: , UDI# unknown: unknown product ID: 29631, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown g02004: cable g02040: control unit g07002: robotic guidance system h3, h6: no products were returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.